Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing behavior due to rv lead dislodgement post operation. Upon removing this rv lead from the patient body for revision, a tissue was noted to be entangled in the helix. The tissue was then removed; however, the helix was not able to extend properly. Which resulted to rv lead was explantation, replaced and return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing behavior due to rv lead dislodgement post operation. Upon removing this rv lead from the patient body for revision, a tissue was noted to be entangled in the helix. The tissue was then removed; however, the helix was not able to extend properly. Which resulted to rv lead was explantation, replaced and return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection and helix mechanism tests were failed as there was body fluid in the helix. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.